Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Previous investigations of returned products and extended investigations for this issue reviewed libre sensor adhesive materials, libre clinical trial data, and review of manufacturing records. These investigations did not find any product or process deficiencies that would contribute to the skin irritation issue. Current labeling advises customer to discontinue use of sensor if irritation occurs. Current product surveillance data indicates that the product is performing as expected. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer reported experiencing skin irritation and itchiness and upon removal of the sensor, observed redness and "small buttons" at the sensor site. Customer had contact with a healthcare professional and was prescribed diprosone (betamethasone / topical steroid) for treatment of the sensor site. There was no report of death or permanent injury associated with this event.